Event description:
The biomedical engineer (bme) reported that the the bedside monitor (bsm) stopped showing ECG data while in patient use. No reports of patient harm or injury.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) stopped showing ECG data while in patient use. They tried changing the ECG cables, the leads, and electrodes and repositioned the ECG placements. Bme also swapped out the input unit, but the bsm continued to give a "check electrodes" error message, with no ECG data coming through. No reports of patient harm or injury. Investigation summary: the root cause could not be determined for the issue of no ECG data due to the customer not responding to good faith efforts. The device was not returned, and the issue could not be confirmed. Possible causes may be related to hardware failure of the ECG module of the bedside monitor. Hardware failure could result from physical, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The device was installed in (B)(6) 2018. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt # 1: (B)(6) 2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: (B)(6) 2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: (B)(6) 2023 emailed the bme for all items under the no information list. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm (bsm-6701a): input unit. Model #: bsm-1700. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the the bedside monitor (bsm) stopped showing ECG data while in patient use. No reports of patient harm or injury.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) stopped showing ECG data while in patient use. They tried changing the ECG cables, the leads, and electrodes and repositioned the ECG placements. Bme also swapped out the input unit, but the bsm continued to give a "check electrodes" error message, with no ECG data coming through. No reports of patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6, b6, b7, d10. Attempt # 1: 05/30/2023 emailed bme for the patient information and the concomitant medical device: no reply was received. Attempt # 2: 06/02/2023 emailed bme for the patient information and the concomitant medical device: no reply was received. Attempt # 3: 06/08/2023 emailed bme for the patient information and the concomitant medical device: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm (bsm-6701a): input unit model #: bsm-1700; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: na.